Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was that a transistor, designator q3, had loose screw and was not securely attached to the heat sink. This led to the device giving a therapy leads off indication and prevented it from charging and defibrillating when prompted. After tightening the screw the assembly functioned normally on mock-up.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the unit would not charge, or defibrillate, when prompted.